Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. The combination of the product code and lot number reported in the medwatch was found not to exist. As a result, a review of the device history record and complaint file could not be completed. With no return of the actual sample to evaluate and no correct lot number information, the cause of this complaint cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. - attachment: [(B)(4).pdf] h3 other text : device not returned to manufacturer

Event description:
Per the attached user facility medwatch report # (B)(4), which was received from the FDA on (B)(6) 2016, the event is described as follows: "terumo slender radial sheath (6f) accordioned in the artery after initial placement, impeding catheter manipulation and requiring exchange of the sheath. This also occurred with the replacement sheath which was then replaced with a different type of sheath. Both defective sheaths were from the same lot." Please see MDR # 9681834-2016-00084 for the first device used in this complaint.